Event description:
It was reported that during preparation the balloon would not inflate and a leak was noted. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not returned.